Event description:
Medtronic received a report that during the pre-test the cuff would not deflate. There was no patient involved.

Manufacturer narrative:
Device evaluation: the sample was returned and visual examination showed that the shape returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. If information is provided in the future, a supplemental report will be issued.